Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed bacteremia, the source was unknown. The whole system including the pulse generator and both the right ventricular and right atrial leads was explanted. The patient was in stable condition. A new system was implanted on (B)(6) 2018.